Event description:
The device was returned due to the downstream occlusion (dso) sensor reportedly being unresponsive during testing. The results of the investigation found that the device's battery compartment exhibited signs of melting. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. It was found that the device's battery compartment showed signs of melting. It was also found that the dso sensor was confirmed to be defective. The battery door assembly, battery compartment and dso sensor were replaced to fix the issue.